Event description:
It was reported the patient had their device removed in (B)(6) 2011 due to (B)(6) infection. It was stated the patient was scheduled to be reimplanted in (B)(6) 2012. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Lead model 39565-65, serial # (B)(4).